Event description:
It was reported that the patient complained about near syncopal episodes. The lead exhibited loss of capture and was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.